Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 however there was an incomplete flap on the left eye. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints but was disappointed treatment could not be completed. Account reported that additional intervention is scheduled for (B)(6) 2016. Bcva from (B)(6) 2016: right eye pre-op 20/20 -1.50 x -.50 x 125; left eye pre-op 20/20 -2.50 x -.75 x 50.